Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report # 3005099803-2010-03926, 3005099803-2010-03927, 3005099803-2010-03928, and 3005099803-2010-03929 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and four patient return grounding pads were used during a liver rfa (radiofrequency ablation) procedure performed on august 3, 2010. According to the complainant, while performing the ablation, a console error (p1) occurred when the generator reached 140 watts. The physician changed the pad, but the same error appeared at 140 watts. The physician changed the pad, but a third error (p1) occurred at 140 watts. Once again, the physician changed the pad, and this time the error (p1) occurred at 170 watts. The needle was retrieved, then redeployed to achieve roll-off. At this time, the procedure was complete. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
This report addresses incident 1 of 3. The home patient (hp) and his wife contacted corporate product surveillance (cps) to report a drain bag that leaked all over the carpet during a therapy while the hp was asleep. On (B)(6) 2010, cps contacted the hp's wife regarding the reported problem. The wife confirmed that no samples were available. The wife stated that another bag had leaked from the same lot (making a total of 3 reports), but since then they have not had any issues with therapy. The wife stated that when the first bag leaked the fluid completely saturated the carpet and they had to have it cleaned professionally. Cps provided the number for carpet/ floor claims. No patient injury or medical intervention was reported.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 at 4:30pm. The patient reported blood glucose results of "128 and 59mg/dl" with a lifescan meter, performed greater than 20 minutes of each other. The patient manages her diabetes with insulin (self adjuster); however, 30 minutes after the alleged issue began, the patient indicated she increased her humalog insulin to 9 units. Approximately 2 ½ hours later, the patient claimed she experienced symptoms of sweating, feeling flush, slurred speech, and had dark circles. According to the csr's documentation, the patient administered self-treatment by consuming food and/or drink at 7:40pm. The patient denied testing with another device. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k053529.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.